Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd ultra-fine¿ insulin syringe there was an issue with a missing plunger. The consumer stated the ¿he has one package sealed, however there is an incomplete syringe inside the package. The plunger is missing.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned ten 1cc, 6mm, 31g syringes in a poly bag from lot # 5159705. Customer states that the plunger is missing. The returned poly bag was examined an exhibited a missing plunger rod. Additionally, the sample was noted to exhibit damage along the rim of the insertion opening where the plunger rod/stopper assembly should be inserted. The cap for this sample was also not noted to be contained within the polybag. A review of the device history record was completed for batch# 5159705. All inspections were performed per the applicable operations qc specifications. There were zero defects or notifications noted for any defects during the production of these batches. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Possible root causes: jam in the metro during assembly. Waste chute backed up causing the defective sample to be pushed through the line. Jam at the prep dial during assembly, potentially explaining the damage seen at the syringe aperture. In such an event, a syringe barrel could potentially not become fully assembled.